Event description:
It was reported that the patient had high impedances on their implantable neurostimulator. During replacement surgery it was found t hat the extension was broken. The extension and quad lead replaced. Ther was no injury to the patient. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Extension model 37083 serial# unk implanted: unk explanted: (B)(6) 2012 lead model 3487 serial# unk implanted: unk explanted: (B)(6) 2012.